Event description:
A mo.ma ultra cerebral protection device was used with the guardwire during the procedure to treat a lesion in the right ica to cca. During the procedure an arterial dissection was caused by a non-medtronic device and was treated with several non-medtronic devices. Approximately 18 days post procedure, the patient was transported to the hospital in emergency due to right hemiplegia and disturbance of consciousness. Test revealed the re-occlusion in the arterial dissection site that was caused during the procedure. As the arterial dissection, which occurred during the procedure, was deemed to be attributed to the procedure, the cerebral infarction was determined to have a causal relationship with the procedure. Meanwhile, moma was deemed to have no causal relation with the cerebral infarction, because the lesion site was not where moma had been implanted, and the cerebral infarction was one of the events that were caused by the ica dissection. Re-opening procedure was performed using a catheter. The patient had remained hospitalized for symptoms such as right hemiplegia, and the patient died approximately 2 months post index procedure.

Manufacturer narrative:
Inherent risk of procedure (cva/stroke) (B)(4).

Event description:
Following the previously reported arterial dissection the patient had sequelae of moderate left hemiplegia, hemispatial neglect. The patient also suffered a cerebral infarction (ipsilateral stroke) during the index procedure. The investigator assessed that the event was not related to the study device, but was related to the study procedure. The patient was deemed to be in remission. The patient was hospitalized approximately 18 days post procedure due to left hemiplegia and not right hemiplegia as previously reported. The patient remained hospitalized for symptoms such as left hemiplegia (not right hemiplegia) prior to death.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (death, cva/stroke, occlusion). Evaluation conclusions: inherent risk of procedure (death, cva/stroke, occlusion). (B)(4).